Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals didn't unravel completely during the removal process. The seals were removed without damaging the anastomosis. No patient complications were reported by the hospital.

Manufacturer narrative:
The device has not yet been returned to guidant cardic surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.